Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03855, 0001825034-2018-03853. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of revision operative notes. Review of revision operative notes confirms that the patient underwent hardware removal for degenerative joint disease of the right knee with retained hardware. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of a partial knee implant due to unknown reasons. Components were replaced using biomet total knee components. Attempts have been made and additional information on the reported event is unavailable.